Event description:
A customer reported that during a vitrectomy procedure, the footswitch was not supported by system. The case was aborted. The procedure was completed three days later. There was no harm to the pt.

Manufacturer narrative:
The customer ordered a new footswitch. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).